Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
The doctor reported that while drilling the cochlea with a 1.0 mm bur the distal part of the bur (the head, the metal part) broke away from the shaft. The ball tip of the bur was sucked up with the suction instrument. There was no need to use another bur to the complete the procedure since the bur was broken after the doctor drilled the whole in the cochlea. There was no patient impact.

Manufacturer narrative:
One opened sample of part number 31181098e, from lot number 0212573190 was received for evaluation. Visually, the distal inner tip was broken off which would have resulted in the reported event. The tip was not returned but would have measured approximately 1mm. The inner shaft assembly was removed for further analysis. There were abrasions around the inner shaft circumference and outer tube inside diameter at the break point. 1 side of the outer tube inside diameter showed excessive wear. These areas were discolored which was likely caused by heat / friction between the components. The break configuration was consistent with shear or bending stress. The nylon cooling sleeve showed no wicking of biological materials which would have occurred providing the IFU was adhered to. The IFU indicates; prior to initial use, fully wet the cooling sleeve by dipping it into a cup of saline or di water or by using the irrigator, dribble saline or di water along the entire length of the cooling sleeve; and maintain the wetting of the cooling sleeve during surgery using the methods described in the previous step. There was no indication of an issue prior to use. The drawing indicates the assembly is subjected to a 10lbf pull force while supported by the housing; this would have likely detected any anomaly in the construction of the device or any defect related to the tip / shaft strength. The damage to the shaft and outer tube most likely indicates the tip broke as the result of excess forces applied to the bur during use. The IFU warns excessive pressure applied to bur may cause bur fracture. If information is provided in the future, a supplemental report will be issued.